Event description:
It was reported that an infusor had leaked. This occurred before use, therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Functional leak testing identified a leak at the junction of the tubing and the luer. The cause of the event was determined to be an insufficient amount of solvent applied to the tubing during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.